Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a false activation caused by a sudden change in flow or temperature during disconnection. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be confirmed reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.